Event description:
It was reported that the right atrial (ra) lead had high thresholds and undefined impedance. A fracture was suspected. It was further reported that the device had unexpected longevity due to the ra lead performance. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 5568-53 implantable pacing lead, implanted: (B)(6) 2007; product ID: vedr01 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).